Event description:
It was reported that the loop recorder exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device was in backup operation due to a battery anomaly.